Event description:
It was reported that an unspecified number of 5 unspecified bd saf-t-lok devices experienced safety shield failure and were involved in needlestick injuries -post use. The recipients of the contaminated needle stick injuries received treatment following the needlestick including screening for hep a, b and c, hiv, and other communicable blood diseases as applicable. No additional information regarding the medical intervention/treatment is currently available. The following information was provided by the initial reporter: per customer response -in general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and en route to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens). ¿out of all 44 needlesticks how many occurred at each specific site? 5 ¿out of all 44 needleticks how many occurred using product 367283? (Product number/needle gauge and lot number is not applicable) ¿out of all 44 needleticks how many occurred using product 367281? (Product number/needle gauge and lot number is not applicable) ¿out of all 44 needleticks how many occurred using product 367285? (Product number/needle gauge and lot number is not applicable) ¿how many of the 44 were clean needle sticks and specify at which location, using what product and lot number. (Less than 5% -10% clean) ¿how many of the 44 were dirty needle sticks and specify at which location, using what product and lot number. (90-95% dirty) ¿did these employees have any post-exposure testing done? (All contaminated sticks have post eval testing, follow-up and treatment) ¿what tests were performed? (Test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease ¿what were the results of the testing? No zero conversions occurred due to contaminated sticks involving the product in question.)

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of 5 unspecified bd saf-t-lok devices experienced safety shield failure and were involved in needlestick injuries -post use. The recipients of the contaminated needle stick injuries received treatment following the needlestick including screening for (B)(6), and other communicable blood diseases as applicable. No additional information regarding the medical intervention/treatment is currently available. The following information was provided by the initial reporter: per customer response in general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself (in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and en route to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens). Out of all 44 needlesticks how many occurred at each specific site? 5. Out of all 44 needleticks how many occurred using product 367283? (Product number/needle gauge and lot number is not applicable). Out of all 44 needlesticks how many occurred using product 367281? (Product number/needle gauge and lot number is not applicable). Out of all 44 needleticks how many occurred using product 367285? (Product number/needle gauge and lot number is not applicable). How many of the 44 were clean needle sticks and specify at which location, using what product and lot number. (Less than 5% -10% clean). How many of the 44 were dirty needle sticks and specify at which location, using what product and lot number. (90-95% dirty). Did these employees have any post-exposure testing done? (All contaminated sticks have post eval testing, follow-up and treatment). What tests were performed? (Test screening for (B)(6) with special cases determined on whether source patient had other communicable blood disease. What were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question.).